Event description:
The device was used during a laparoscopic nissen. Reportedly, the needle broke during use and was retrieved. Also, the jaws would not spread open to allow removal of the needle. Another device was used to finish the procedure. No pt injury was reported.